Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. A visual inspection found the snake wrist cable loose from its original position around the input disk. As a result of the loose snake wrist cable, the instrument failed instrument failed precise motion test. Additionally, the vse instrument exhibited imprecise motion in the pitch direction during gripping and un-gripping. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The instrument passed electrical continuity test.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument quit working optimally. The customer replaced the instrument which worked. The customer completed the procedure, and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The vessel sealer instrument worked in the beginning of the case but then quit working optimally after a few uses. The instrument was used about maybe 20 min prior to the reported issue. The instrument issue was not related to no energy; however, the instrument did show delayed sealing. The customer informed the instrument had insufficient sealing. It would cut, just not seal properly. No tissue was cut that was not full sealed. A loss of 10 ml of blood was noted and informed it was not more than usual procedure.